Event description:
The customer reported that the mp30 bedside monitor which was connected to the pic ix system was accidentally placed in comfort care profile between 11:53 and 12:07 on the (B)(6) 2022 and they did not hear any alarm. The monitored patient was coding for 10 minutes prior the emergency care staff attended to the patient. The device was in use on a patient at time of event and patient death was reported.

Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event.

Manufacturer narrative:
A philips field service engineer (fse) went to the customer site. The pse obtained the audit trial logs from the piicix. A philips product support engineer reviewed the audit trial logs and determined that alarms were generated during 1153-1207 hrs, (B)(6) 2022 for bed label ed 07 and the alarms were acknowledged. It was also determined that the x2 device, used with the mp30 device, was unplugged at 12:07:18. The pse concluded the mp30 device functioned according to specification during the event. The engineer performed an evaluation/analysis and determined the device was working as intended with no failures found.